Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the physician was training another physician on the deployment of the thoracic stent graft. The proximal thoracic device was successfully placed. The distal main device (second piece) was being deployed when it was noticed the stent graft was going to be misaligned deployed. The physician that was training took over for the other physician, however, the physician inadvertently deployed the stent graft, instead of pulling the delivery catheter back which resulted in the misaligned deployment. The location of the misaligned deployed apex is inside of the proximal main stent graft on the lesser curve. No additional clinical sequelae were reported and the patient is fine. Films were received and their interpretation has been completed by a consultant physician. The films are still intraoperative images only. A talent stent graft is deployed along the aortic arch. The first stent deploys well and the rest of the graft is in good location. Reviewing of the rest of the still images only shows that proximal stent of the distal main piece has misaligned deployment. There are no image of this occurring during deployment. There are no angiograms.

Manufacturer narrative:
(Other, misaligned deployment) - evaluation: film review. Results: incorrect technique/procedure (did not follow the recommended deployment technique in the instructions for use). Conclusions: device failure related to user handling (did not follow the recommended deployment technique in the instructions for use).